Event description:
Customer reported the insulin pump alarmed motor error during bolus. Customer's blood glucose was 373 mg/dl. Customer rested the device twice to make sure it wasn't an anomaly and device continued to alarm. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer was able to complete the rewind sequence. Customer was advised to revert to back up plan. No further information reported.